Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and identified an error indicating an active button. Review of the system log showed that a pan handle had been activated. The rse advised the customer to check the pan handles; they confirmed that an individual satellite pan handle was being compressed. To resolve the issue, the customer removed the obstruction and repositioned the pan handle appropriately. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the float table top key was active at startup, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.